Manufacturer narrative:
Investigation results: reference code (B)(4); device name as vega ps tibial plateau cemented t0; serial number n/a; batch number 51938559; manufacturing date 30.04.2013. Reference code device name corresponding internal notification number nx007z as vega ps femoral comp.cemented f3n l 400479180; nn260p plug f/tibial plateau 400479181; nx042 patella 3-pegs p2 400479183; nx102 vega ps gliding surface t0/0+ 14mm 400479184. Investigation no products are available. Therefore a failure description at the product is not possible.. Pictorial documentation there are no pictures available. Batch history review the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Explanation and rationale unfortunately due to a lack of data and without the product we cannot determine the exact root cause for the mentioned deviation. Corrective action for this topic (mplant loosening) a product safety case (psc) was initiated.

Event description:
It was reported to aesculap inc. That a vega knee implant system was implanted during a primary surgery performed on (B)(6) 2015. According to the complainant, following the primary surgery, the patient experienced pain and difficulty walking of the implant. The patient underwent a revision surgery on (B)(6) 2018. The complaint device was not available to be returned to the manufacturer for evaluation. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event / malfunction is filed under reference xc (B)(4). Involved components: nx007z (ps femur cemented f3n lt); nn260p (peek plug f/ tibia); nx049z (ps tibia cemented t0); nx042 (universal patella p2); nx102 (ps pe insert t0/t0+, 14mm). Cement used is unknown. Associated medwatches: 2916714-2020-00313, 2916714-2020-00314, 2916714-2020-00315, 2916714-2020-00316.